Manufacturer narrative:
The hill-rom technician found the power cord plug was missing a prong. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the power cord plug to resolve the issue. The power cord prong being damaged prior to this was most likely the cause of the event. Based on this information, no further action is required.

Event description:
Hill-rom received user medwatch 5062955 stating the power cord plug burned and melted. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #